Event description:
Customer reported a leak from the filter. Customer describes the leak as a "pinhole" in the filter body (specific location not known). There was no report of pt harm or medical intervention. Although requested, the customer has not provided any further pt or event details.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.